Event description:
It is reported that a patient called to complain that her blood glucose was high at 244 mg/dl and had to take a manual injection of insulin to bring it down. The customer was assisted with trouble shooting on her insulin pump and found that there was a bent cannula. The customer was advised to change the infusion and reservoir set. The customer was sent new infusion sets and a tubing clamp. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.